Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc sensor. The customer reported receiving high readings from the sensor and experienced symptoms described as sweating, dizziness, and anxiety. The customer required administration of a glucose infusion for treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the adc sensor. The customer reported receiving high readings from the sensor and experienced symptoms described as sweating, dizziness, and anxiety. The customer required administration of a glucose infusion for treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (device expiry date), (UDI), and h4 (device mfg date) were updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Watermark was observed at the base of the sensor tail indicating the sensor was properly inserted. Data was extracted using approved software and extraction was successful. The sensor data was analyzed and not abnormalities were observed. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The returned battery voltage was measured to be within specification. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications.